Manufacturer narrative:
.

Event description:
Physician intended to use an evercross pta balloon device with a 0.035" guidewire for the treatment of a moderately calcified/tortuous plaque lesion. No abnormalities were reported in relation to patient anatomy. IFU was followed. Device did not pass through a previously deployed stent. Embolic protection was not used. It was reported that a balloon bust occurred during second inflation. It was reported that the balloon burst occurred at the nominal pressure. It was reported that the balloon/all fragments of the balloon were retrieved. No information on any intervention performed will be made available due to confidentiality. Unknown how procedure was completed. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the evercross balloon was returned loaded in a protective hoop. No ancillary devices were included. The evercross was inspected- the balloon was in a post-inflated state with blood noted inside of the balloon material. It was discovered a longitudinal tear from ap proximately 3 cm and continued to the proximal end of the balloon. No damage to the blue inner assembly was noted and the marker bands were present and accounted for. If information is provided in the future, a supplemental report will be issued.